Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mm x 2.25mm, target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 2.25 x 24mm synergy ii drug-eluting stent was advanced for treatment. However, when the stent was tried to cross the distal end of lad, the distal end of the stent scratched with the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the most distal stent strut row, stent struts were lifted, flared with one strut pulled proximally. Also, deformation of stent profile was noted with a stent strut lifted between strut rows 7 and 8 proximally from the distal end of the stent. The undamaged crimped stent outer diameter measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent struts got caught in the calcification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage on the distal section of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mm x 2.25mm, target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 2.25 x 24mm synergy ii drug-eluting stent was advanced for treatment. However, when the stent was tried to cross the distal end of lad, the distal end of the stent scratched with the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's was stable.